Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm during priming. Customer has already tried with 2 sets and 2 reservoirs. Customer stated that everything was correct on the 3rd set. Customer will be sent replacements for the 2 sets and 2 reservoirs.